Manufacturer narrative:
The recliner was inspected and no issue was found. It is the account's belief that there was a user error and the ottoman was not properly stowed.

Event description:
It was reported that an ottoman unexpectedly came up and cut a pt's leg. The recliner was inspected and no issue was found. It is the account's belief that there was a user error and the ottoman was not properly stowed.